Manufacturer narrative:
No samples were returned and no lot info was provided. Customer questionaire informed co that pt suffered no adverse consequences due to the event. Follow-up by product specialist found this was the first percutaneous endoscopic gastrostomy removed by the dr. In servicing was performed. The hosp continues to use the product; no further problems have been reported. It is believed the difficulty at removal was due to physician's technique. No further follow-up can be performed without samples or lot information.

Event description:
Customer reports, the device malfunctioned. The obturator that is supposed to go into the peg cage for the easy removal, did not go into the correct position. The obturator came out from one of the side holes (eyes). Cage does not break down for traction removal even with obturator.